Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was being treated for. The product was implanted during surgery on (B)(6) 2005. Another device (boston scientific's obtryx) was also implanted but it is not known if was implanted at this time or a different time. The complaint via the attorney was that the patient suffered an injury. It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.